Manufacturer narrative:
Combination product: yes. -

Event description:
It was reported that this lead was capped due to loss of capture. The patient was downgraded from ICD to pacemaker.

Event description:
It was reported that this lead was capped due to loss of capture. The patient was downgraded from ICD to pacemaker.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 20th of august 2024 and 18th of november 2024 recorded an initial pacing impedance of 550 ohms with multiple drops to 200 ohms since end of october until the end of the recordings. Furthermore, a fluctuating shock impedance between 50 ohms and 70 ohms was recorded. The analysis of the provided iegm episodes revealed no abnormalities besides the detected atrial tachycardia. The provided x-ray image revealed no abnormalities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.